Event description:
Related manufacturer reference number:2017865-2025-17425. It was reported that patient presented for routine generator change procedure. During procedure, after opening the pocket it was found that patient's atrial and right ventricular (rv) leads were fractured. Both leads were capped and replaced on (B)(6) 2025. The patient was stable.